Manufacturer narrative:
Additional information: no suspect product was received; however, a photo was provided by the customer and evaluated. The photo displays the suspect lens and one haptic can be observed to be bent out of shape. The lens was also observed to be damaged; however due to the quality of the photo, the extent of the damage could not be determined. The complaint issue "haptic damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 29, 2024 . Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a specimen cup. Visual inspection of the complaint lens was performed. The complaint lens was cleaned, presenting with haptic damage/bent. The lens was cut but not completely through the lens. Cosmetic scratches were also on the optic body. The complaint issue "haptic damaged" was identified during product and photo evaluation (photo evaluation has already been reported in the MDR report follow up #1); however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but was not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section e1: phone number (B)(6) . Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a monofocal intraocular lens (iol) suffered deformation inside the injector, requiring replacement. The lens was fully inserted and removed from the operative eye. It was indicated that the issue was not due to a use error. The iol touched the eye, and the haptic issue was noted. The procedure was completed using a non-johnson & johnson lens. There were no surgical interventions required. The patient outcome was great and no injury reported. No further information was provided.